Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated polyethylene wear for a knee device implanted for approximately two years. The investigation found evidence of third body debris being introduced into the joint space contributing to accelerated polyethylene wear. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert, including pitting and debris embedded in it. The tibial tray was also loose at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.